Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot e733 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e733 for the reported complaint issues shows no trends. Trends were reviewed for complaint categories, leak centrifuge alarm and centrifuge bowl leak/break. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4).

Event description:
The customer called to report a leak centrifuge alarm and a centrifuge bowl leak/break that occurred during a treatment procedure. The customer stated that the leak centrifuge alarm occurred during the first cycle of the treatment after 29ml of whole blood processed. The customer reported that there was a leak at the gasket within the centrifuge. The customer stated that the treatment was aborted with no blood/products returned to the patient. The customer reported that the patient was in stable/good condition. The customer stated that a full blood count was performed and all of the patient's values were "normal". The customer reported that the patient did not require any medical intervention due to the incident. The customer stated that the patient was treated directly afterwards with a new kit. The customer reported that the kit was discarded. The kit was not returned for investigation.